Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing. The oversensing did not result in pacing inhibition. The patient subsequently underwent a revision procedure and the right ventricular (rv) lead was surgically capped and abandoned. A new rv lead was successfully placed. No further complications were reported. This product remains in-service.